Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel and chrome") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient will be treated with surgery (will undergo a hysterectomy and salpingectomy in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the allergy to metals and adenomyosis outcome was unknown. The reporter considered adenomyosis and allergy to metals to be related to essure. The reporter commented an article on a blog. Diagnostic results: numerous (unspecified) examinations - adenomyosis and allergy to nickel and chrome. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-jul-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 264 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.